Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
Medtronic received information that, while attempting to bring the imaging system into the operating room (or), the system powered down when disconnected from a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.